Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the posterior tibial artery. A 300cm, 8cm poly tip v-18 control wire was advanced to the lesion. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was selected for dilatation. When the device was flushed and advanced half-way, it was noted that it was stuck on the wire. Both devices were removed together and the procedure was completed with different devices. No patient complications nor injuries were reported and the patient's status was fine.

Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the posterior tibial artery. A 300cm, 8cm poly tip v-18 control wire was advanced to the lesion. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was selected for dilatation. When the device was flushed and advanced half-way, it was noted that it was stuck on the wire. Both devices were removed together and the procedure was completed with different devices. No patient complications nor injuries were reported and the patient's status was fine. Device eval by manufacturer: the wire was returned inside a secondary device and it was possible to observed that the wire was stuck on the other device. Only 71cm from proximal section to the catheter and 73.5 cm from catheter to distal section. The device has it's distal section severely kinked.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 10:47 am CT.the report number is being corrected from: 2134265-2018-64276to: 2134265-2018-62822.